Manufacturer narrative:
Investigation summary: it was reported that the pharmacist found 1.5 cm x 1 cm clear pieces of plastic within a 30 ml syringe. To aid in the investigation, two samples were received for evaluation by our quality team. The samples came in separate plastic bags with no packaging blisters. A visual inspection was performed and each sample has piece of plastic inside the syringe. The piece of plastic is part of a plunger rod rib. There are no other defects or imperfections observed. This defect can occur if there was a jam during the assembly process damaging a plunger rod, the damaged parts became loose and ended up in the barrels. A device history record review was completed for material number 305618, lot 0307723. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the rails and machine adjustments were completed finding everything aligned and parts flowing properly. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a clear piece of plastic was found in the bd luer-lok¿ syringe. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "issue: found 1.5 cm x 1 cm clear pieces of plastic within 30 ml syringe. Found in 2 separate bulk convenience paks."